Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge pcb assembly was evaluated and replaced. The cine hard disk drive was also reformatted as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.